Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va17ljg; implanted: (B)(6) 2016; explanted: (B)(6) 2018; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was stated that the patient had fallen at some point after her original implant. The hcp had an x-ray done in the office to check lead which apparently was normal. Patient scheduled for battery replacement only. Simple battery replacement was performed. When pocket was opened, the lead visually inspected and tested all results within normal limits and lead looked intact. Impedance was wnl on operating room table with patient prone. In recovery, device would not increase beyond 0.3 amps a repeat of the impedance revealed all 4 electrodes reading greater than 4000. The surgeon was called and the decision to return to the operating room was made. Pocket was opened and the lead was removed from the header with the silicone sheeting retracted and showing what appeared to be a compromised lead. Silicone sheeting appeared to be retracted from the tip of the lead that butts up to the header and the wire inside appeared compromised. The decision to replace the lead was made. In the attempt to remove the lead placed in 2016, the lead broke leaving the electrodes in place. The new lead was placed on the patients left side and tested at less than 2 amps. Impedance was run prior to closing the pocket which was within normal limits and the pocket was closed. The battery was set on program 1 at 0.4 amps and patient was taken to recovery.

Manufacturer narrative:
Product ID 3889-28 lot# va17ljg implanted: (B)(6)2016 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they did not know why one side of the wire came loose.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va17ljg, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Ubd: 09-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she had some relief with the first implant, but the first implant had a lose wire, thus they had to replace that implant. No further complications were anticipated/reported.